Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture" and the patient felt "burning, pressure and pain".

Event description:
Patient reported "according to the ultrasound, the right implant has ruptured" and the patient felt "burning, pressure and pain". This record is for the "right" side. Per physician notes, "extensively lacerated, with gel leakage, and tore during extraction" was reported. Device has been explanted and replaced with another manufacturer¿s device. "Capsulotomy, capsulectomy of the doubled capsule" performed.

Event description:
Patient reported "according to the ultrasound, the right implant has ruptured" and the patient felt "burning, pressure and pain". This record is for the "right" side. Per physician notes, "extensively lacerated, with gel leakage, and tore during extraction" was reported. Device has been explanted and replaced with another manufacturer¿s device. "Capsulotomy, capsulectomy of the doubled capsule" performed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.